Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a x-ray sponge. The customer stated that the gauze is shedding and pulling apart and fragments were found in the wound site. The physicians had to heavily irrigate the wound.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.